Event description:
The handpiece was returned to the MFR for service, and during the eval an unk liquid came out of the device. There was no pt involvement at the MFR during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was rec'd at the MFR for service. During the eval an unk liquid came out of the device. A sample was taken from the device for analysis. A f/u report will be submitted after the quality investigation has been completed.